Event description:
Triple lumen PICC inserted. Much difficulty getting sherlock and ECG to register readings during PICC insertion. Despite all problem solving being completed several times, sherlock kept showing a magnet sign (interference) or an "!" Sign (represents an error with sherlock). During this period of time there was no internal ECG reading either. Since there have been other issues with bard PICC stylets, decision made to report issue. FDA safety report ID# (B)(4).